Manufacturer narrative:
Block b3: exact date unknown, event occurred in august of 2024 from date manufacturer was made aware.

Event description:
It was reported that patient underwent a procedure for unknown reason.

Event description:
It was reported that patient underwent a procedure for unknown reason. Additional information that patients procedure was not related to the device.